Event description:
It was reported that during a gastrectomy procedure, at the second firing, the staples were not closing and after the third firing, the device broke. Another device was used to complete the procedure. No pt consequences were reported.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.